Event description:
Rptr indicated that vns pt experienced episodes of erratic stimulation. Review of device programming history revealed that the device off time had somehow been set to 180 minutes for at least 2 months. Upon discovery of this apparent programming anomaly, the pt's device was re-programmed to 5 minutes off time. It was after the pt's device was programmed that they complained of erratic stiumation. It is believed that the pt received the change in off time as erratic stimulation of the device. Device diagnostic testing was within normal limits, indicating proper device function. The reason for the device being set to 180 minutes off time has not yet been ascertained. It was reported that the pt is a computer programmer and that they are somtimes around magnetic fields at work. Investigation to date has been unable to determine whether the device malfunctioned or whether the device was inadventently programmed to 180 minutes time as a result of user error.